Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a squirts insulin while priming as well as unexplained non delivery alarms and buttons was less responsive. The customer¿s blood glucose level was unknown. Customer stated that the infusion set inserts in the insulin pump was leaking insulin. Customer also stated that the diminished battery life and failed battery test. The insulin pump will not be returned for analysis.